Manufacturer narrative:
It was reportd that the duel charge adapter was plugged into the wall outlet and when the patient went to remove it the prongs got stuck in the wall. The device was not returned for investigation. Engineering evaluation was unable to be performed as the device was not returned for evaluation. This problem statement aligns with a known failure and is most probable to be related. This known failure mode is being further investigated by philips am&d.

Event description:
It was reported that on (B)(6) 2024 that the monitor was charging and when the patinet went to pull the charger out of the wall outlet the prongs got stuck into the wall outlet. There were no injuries reported. The patient services rep advised the patient of return insucrtions. A replacement kit was ordered.